Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Subsequently, the pump date and time were inaccurate. Tandem technical support assisted customer in correcting pump date and time, and customer resumed insulin therapy. Customer's blood glucose was 183 mg/dl.